Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The pump s/n (B)(4) was in use by the patient from (B)(6) 2016 until (B)(6) 2016. The pump continued to fill and empty completely and the patient was adequately supported with no issues for 48 days. Preliminary visual inspection of the blood pump under microscope confirmed the customer complaint. Detailed evaluation of the returned product is currently ongoing. Site reported this incident under mw5066380, however, with the wrong device model/catalog number.

Event description:
Berlin heart inc. Clinical affairs (ca) was contacted by the clinic to report the presence of black dust in the air chamber of the left excor blood pump of a patient supported in the bivad configuration. The clinic also noted a line of black dust in the region where the stabilization ring and membrane overlap. A video of the pump was sent to ca for review. Upon review, ca personnel recommended an exchange of the affected pump. The exchange was successfully performed by trained personnel at the clinic and the patient experienced no untoward effects.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The returned blood pump was subjected to internal functional testing and the pump performance met its functional specification. The pump filled and emptied completely and all three layers of the triple layer membrane of the blood pump displayed no defects. Under microscopic examination of the returned pump, a minimal quantity of loose graphite powder was detected in the air chamber. The customer complaint could be confirmed. During production of the excor blood pumps, graphite powder is applied on both surfaces of the air-side and middle layer and only on the inner surface of the blood-side layer of the membrane. Once the pump is in use on a patient, minimal graphite powder particles might come loose from the outer surface of the airside layer.